Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the act button on insulin pump was harder to press and insulin pump rejecting new batteries with failed battery alarm. The customer¿s blood glucose was unknown. The customer was reported that the rewind was slower, backlight was dimmer and insulin pump did not alarm low reservoir anymore. The insulin pump will not be returned for analysis.